Event description:
A break in the catheter. Found a blood leakage at the distal end of the catheter during aspiration. The device had been in place for 49 days prior to the incident.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.